Event description:
This case was reported by a consumer and described the occurrence of anosmia in a female pt who received gsk denture adhesive (formulation unknown) (corega) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included altered sense of smell since (B)(6) 2011. On (B)(6) 2011, the pt started gsk denture adhesive (formulation unknown) (unknown), unknown dosing. Same day later, on (B)(6) 2011, the pt experienced anosmia. This case was associated with a product complaint. This case was assessed as medically serious by gsk. Treatment with gsk denture adhesive (formulation unknown) was continued as the event did not resolved when gsk denture adhesive (formulation unknown) was not used. At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
(B)(4). Neither the lot number nor the product were available. (B)(4).